Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm observed bodily contaminate in the tidal disk tubing and on the pneumatic module assembly. The entire pneumatic system was checked for condensation; however, none was found. Subsequently, the stm replaced the pneumatic module assembly then performed preventative maintenance (pm). All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a service visit by a getinge service territory manager (stm), upon power up in operational mode, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure code #37. There was no patient involved and no adverse event was reported.